Event description:
General report received of an undocumented number of instances of an inability to effectively deliver medication via the clave. The customer's usual practice is as follows: in the pre-op holding area the pts' IV sites are accessed; the primary IV administration sets are primed and infusions of lactated ringers solution are begun. Secondary IV administration sets are primed with unspecified doses of ancef, clindamycin or pepcid and connected to the proximal clave port adaptors of the primary IV sets. When the roller clamps on the secondary sets were unclamped, it was reported the medication would not infuse through the clave port. The problems were resolved by either connecting the secondary sets to the clave ports, re-spiking the medication bottles/bags to achieve IV flow, or having the anesthesiologist withdraw the medication from the container into a syringe, and manually administering the medication into the pts' IV access catheter. It was reported that these interventions were required due to the facility's standard practice to deliver these medications 15-30 minutes prior to surgical incision. There were no reported adverse pt effects or delays in critical therapy associated with these incidents. Though requested, no additional info was provided.